Manufacturer narrative:
Concomitant medical products: 8709 catheter, implanted on (B)(6) 2011. Ddmb1d1 ICD, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic), variable impedance, and undefined level of coil impedance. A fracture of the rv lead was confirmed. The rv lead was capped and replaced. During the procedure, the physician noted there was no ¿slack¿ in the right atrial (ra) lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.